Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated hospitalization, high capture threshold measurements were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed dislodgement of the rv lead. The rv lead was explanted and replaced. The patient was stable.